Manufacturer narrative:
- Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 27-apr-2022, per intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure with dye marking, a patient experienced blood pressure elevations and a mi. The patient received blood pressure support with medications to treat the elevated blood pressure. Although the patient was taken to the catheterization lab, it is unclear what medical intervention, if any, was administered due to the mi. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
After completion of an ion endoluminal lung biopsy procedure with dye marking, the patient coded, experiencing st-segment changes and blood pressure elevations. The patient received 0.5 cc of indocyanine green (icg) and approximately 7 ccs of air. The patient did not have a lung biopsy or lobectomy. Blood pressure support with medication was provided to manage the elevated blood pressure. Troponin levels increased to 100-120 ng/ml. The cardiac activation team was not activated nor was CPR initiated. The patient recovered and was brought to the catherization lab and was stable. An echocardiogram showed no wall motion abnormalities and an x-ray did not reveal a pneumothorax. Per the physician, the patient did not have a myocardial infarction (mi) while docked to the ion device. Sometime after the ion procedure, it was reported that a cardiologist diagnosed the patient with a mi. The patient was hospitalized for 3-4 days. The patient was discharged home in good condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.